Event description:
It was reported via repair work order that the footboard display was functioning intermittently due to malfunction pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.